Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about the repair of this case, but no response has been received from the customer. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information is received the complaint file will be reopened. Product UDI is corrected.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that when turning on the screen, the brightness is low even at maximum brightness level and this slows down the process until the brightness adjusts. There was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states display is dim and hard to see and takes a while for the monitor to get a little brighter. The rse provided the parts ID and pricing for a replacement user interface assembly per customer's request.